Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the following information: the reported problem of "error 23062 on d0" was confirmed in the field logs but could not be replicated during fa. The unit was able to start in normal mode and accept multiple instruments with no issues. The unit also passed carriage verify cal, fiber power, sine cycle, carriage strength and insertion low/high speed friction tests on the psc fixture test platform (pftp). Visual inspection of the carriage rotors and instrument sterile adapter (isa) did not find any factors that could contribute to the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, a persistent recoverable error 23062 occurred on arm 2. The robotics coordinator (roco) contacted technical support regarding the issue. The customer required all four arms and decided to move the procedure to a different room. The roco planned to perform a hard power cycle on the robot when time allowed. The procedure was aborted to another da vinci system no patient involvement.